Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification. It was also noted that the label was missing its coating. Concomitant product: product ID 2090, programmer. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported an error message occurred after a software upgrade. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.